Event description:
It was reported that during a visit to stryker, the surgeon mentioned that this patient will be revised due to suspected altr. Patient has accolade/mdm implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Device evaluation and results. The reported stem was not returned. A material analysis has been performed on the associated devices. The report concluded. The material found on the machined tapered surface of the head contained ti-cr-mo-co and ca, consistent with biological material, material transfer from the femoral stem and corrosion products. No material or manufacturing defects were observed on the components examined. The provided medical information was reviewed by a consulting clinician who concluded no certain root cause of failure can be established for this case due to lack of proper information although the suggested failure mechanism through metal ion release and pseudotumor formation cannot be supported with the available evidence and seems an unlikely source of failure. Device-related mechanisms are not apparent from the available info, though limited, while also supported by the mar findings that showed no materials and/or manufacturing defects. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review. There have been no other events for this lot. The exact cause of the event could not be determined because the reported stem was not returned and insufficient medical records were provided.

Event description:
It was reported that during a visit to stryker, the surgeon mentioned that this patient will be revised due to suspected altr. Patient has accolade/mdm implants. Patient had adverse local tissue reaction, pre-op cultures negative. MRI positive for pseudo tumor and cyst. Cobalt 2.2 chromium .04. Cobalt fluid 20 parts per million, chromium fluid 240 parts per million.